Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient was scheduled to have a revision on their lumbar spinal cord stimulator tomorrow. Pt stated in (B)(6) it was identified that the leads had migrated which was causing the different stimulation on the left and right side of the body. Patient did not want to be reliant on medication for pain relief. Patient needed to get in contact with their representative. Agent sent an email to the reps to reach out to the patient. Pt stated they have second implant that is dormant which agent understood will be replaced during the revision surgery.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2023, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-aug-2026, UDI#:(B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 06-jul-2026, UDI#: (B)(4) ; product ID: 977c265, serial/lot #: (B)(6), ubd: 06-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding an implantable neurostimulator. Pt rep asked what is the protocol if the surgery failed in the way that the device was not possibly working. Pt rep wanted to know at what point the manufacturing representative (rep) needs to be involved. Pt rep also asked about electrical impendence and what if it does not measure how pt increased the stimulation or the device was not letting pt to increase at all. Reviewed. Pt rep then said they were trying to help the pt follow up on their situation to relieve patient from doing the follow up work. Pt rep reported the patient was supposed to have a revision surgery on (B)(6) 2024, but the outpatient facility said they would not allow the surgery and did not approve for the surgery to move forward. Since that time patient had heard nothing else from any of the reps that patient was originally dealing with as far as if the revision surgery was going to take place, what was going on with it. The patient representative was redirected to their healthcare provider to further address the issue. See the event date and details in previous call history.